Event description:
Initial creatinine result 73 umol/l. Same sample repeated gave result of around 73 umol/l. Same sample repeated on different instrument, different method, gave result of 214 umol/l. Patient previously tested for creatinine on the same day, approximately 8 hours earlier and at that time, the result was 187 umol/l. If additional information is received, appropriate notification will be provided.